Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate plus profile 250cc saline breast prosthesis that deflated after implantation. As a result, the patient underwent explantation on (B)(6) 2018.

Manufacturer narrative:
On 07/06/2018, the mentor failure analysis lab received the device for evaluation. On 07/06/2018, mentor received additional information about the event. The date of event was originally reported to be (B)(6) 2018. New information states that the date of event is (B)(6) 2017. The concomitant product of the suspect medical device is a mentor smooth round moderate plus profile 250cc saline breast prosthesis, catalog #3502250, serial # (B)(4). Patient¿s explanted devices were replaced with mentor smooth round moderate plus profile 300cc saline breast prostheses. On 07/19/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device contained no fluid. White material was observed within the device. No foreign material was observed on the shell surface. Evaluation of the device revealed creases affecting both aspects of the device. Leak testing of the device, in accordance with mentor procedures, revealed one leak caused by a rent on the shell patch junction. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were observed. The complaint of deflation was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, the product evaluation (pe) team concluded that the rent and creases occurred sometime subsequent to the removal of the device from its protective packaging. A possible cause of the failure could not be determined. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).